Manufacturer narrative:
Samples were collected in lithium heparin pst tubes and centrifuged at 3000 rpm for 6-7 minutes. Qc resulted within specifications prior to and after the event. A field service engineer (fse) went on-site on (B)(4) 2009: fse inspected sample probe and found slight build-up on outside and cleaned the probe and the wash tower nozzle. Fse ran a system check which failed one portion. Fse checked functionality of aspirate probes and replaced probes and probe tubing after which system check passed. Fse ran qc which resulted within specifications with good precision and verified repair per established procedures. Results met published performance specifications. Although, hardware issues were addressed by the fse, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system. Customer tested a patient sample for accutni and obtained results of 0.34 and 0.16ng/ml. The sample was then re-spun and re-aliquoted upon which it gave results in the range of 0.14 - 0.69ng/ml. A sample obtained from another patient gave initial results of 0.54 and 0.34ng/ml and upon re-spun and re-aliquot, it gave results of 0.06 and 0.15ng/ml. The erroneous results were not reported outside of the laboratory. There was no effect to patient or user with regards to this event.